Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The experiencing low blood glucose event where blood glucose was 67mg/dl and 126 mg/dl and customer reported high as well event where in high blood level of sugar was 253mg/dl and sensor sugar level was 175mg/dl the. Sensor glucose was 54mg/dl and 76 mg/dl. Insulin delivery was suspended due to low sensor value sensor values. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was unknown mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.